Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a drill malfunction. The device was not being used during surgery. There were no injuries but it is unknown if medical intervention occured. There was no additional info provided.